Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
The radiographic film indicates that the inferior aspect of the prosthesis was in place, the superior aspect of the prosthesis was angled about 70 degrees and there was a fracture of the l5 vertebral body resulting in a coronal split fracture of l5 vertebral body from the l4-5 disc space all the way inferior to the superior aspect of the l5-s1 disc space. This is often called pincer type fracture pattern. During the original implant, this patient had an uneventful course for reconstruction after a reasonable preoperative work up at the l5-s1 level including a motion preserving device and technology at the l5-s1 level for a prodisc application. She was discharged on the day following the original implant surgery and was doing well.